Event description:
The following information was provided: it was reported that the patient's left knee was revised due to being tight in flexion. The patient's knee construct (which included a ps femur with a ts insert, and patellar component) was revised to a ts construct with a femur 1 size down to open the flexion gap. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
The following devices were also listed in this report: cat#; device name; lot#: unk_jr, unknown_joint replacement_product triathlon 6 left ps femur, unknown; unk_jr, unknown_joint replacement_product triathlon size 6 primary baseplate, unknown; unk_jr, unknown_joint replacement_product triathlon metal-backed patella, unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding rom involving an unknown insert was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary/revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.